Manufacturer narrative:
The device was evaluated by a philips remote service engineer (rse). The reported malfunction was not confirmed, however, the engineer advised customer to review significant event log and report any diagnostic codes for overheating. As per biomed, the overheating code is not found, the customer reported that the cooling fan filter was replaced prior to him looking at the v60, and advised that case be closed.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/04/2021.

Event description:
It was reported to philips that the device had a blower temperature alarm. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.